Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent exploratory laparoscopy, lysis of vaginal adhesions, and cystoscopy due to sui, pelvic pain, and dyspareunia. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, urinary retention [interstim was implanted (B)(6) 2013], urinary leakage, urgency and frequency with urination. It was reported that due to internal outlet obstruction and urgency incontinence, patient underwent readjustment of sling on (B)(6) 2012. It was also reported that patient underwent sling excision on (B)(6) 2012.

Manufacturer narrative:
Date sent to the FDA: 09/24/2015. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lysis of adhesions. (B)(4).

Manufacturer narrative:
(B)(4).it was reported following insertion that the patient experienced dysuria and discharge.

Manufacturer narrative:
(B)(4) dyspareunia. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that patient underwent stage 1 and 2 interstim sacral nerve stimulator implant on (B)(6) 2013 due to urge incontinence. No additional information was provided.